Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm occurred. A leak test was performed and a leak in the display lens was found. The pump was opened and evidence of moisture was found on the display, and on various internal components of the pump. Further testing was not able to be performed due to a failed motor. There was moisture damage found on the motor flex connector.